Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the detent ball bearings in 10 mm cd tasp blew out in wash. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11 visual examination of the returned product/provided pictures identified signs of use (scuffs) and confirming complaint, both of components 1 and 2 are disassembled / missing & not returned). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This device is confirmed to have been a part of a previous design update. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. This complaint can be confirmed based on the returned device with missing bearings. The root cause is considered to be a previously addressed design issue. No new corrective actions, preventive actions, or field actions resulted after investigation of this event.